Event description:
·The doctor reported that the implant was removed due to loss of osseointegration approximately 3 years and 10 months after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. Bone resorption was observed during the implant removal surgery. Bone augmentation material was not used in implant placement surgery. The patient has since recovered.

Manufacturer narrative:
Please see attached summary memo.